Event description:
It was reported that a user inserted a new dexcom g7 sensor and received a pairing failed alert on the ilet pump while glucose readings were visible in the dexcom app; troubleshooting included guided re-pairing and toggling the pump¿s cgm setting between g6 and g7, after which the pump displayed a pairing with sensor message. Symptoms included no adverse clinical effects. Outcomes included no impact on health and continued monitoring with instruction to call back if pairing remained unsuccessful. Investigation included technical troubleshooting and user education to refresh the cgm connection. Investigation of this case revealed a communication and pairing issue between the ilet and the dexcom g7 sensor that resolved with settings refresh, consistent with transient connectivity behavior. It was concluded, based on previously established findings for similar reports, that the cause was user¿device interface and temporary communication disruption.